Manufacturer narrative:
(B)(4). One used sample enclosed in a plastic bag was received at the plant for evaluation. The unit was visually inspected and the tube was sealed, hence the defect reported by the customer was confirmed and found to be due to the package sealing process during manufacturing. Batch records were reviewed and all release criteria were within specifications. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported a pvc-free administration set was found with kinks in tube during the priming step, which stopped solution flow. There is no clinical consequences reported and no patient involved.